Event description:
The customer reported that the side-firing fiber forward fired at 29,767 joules during prostate vaporization. The procedure was completed with a second fiber. There was no patient injury.

Manufacturer narrative:
(B)(4).